Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. An alarm log review and visual inspection were performed. The visual inspection confirmed the broken door latch. The cause of the broken latch could not be determined. It was also found that the latch roller was damaged. The door latch assembly and the latch roller were replaced to fix the reported problem. The pump passed all testing and was returned to the customer in working order.

Event description:
It was reported that a flogard infusion pump¿s door latch was broken. There was no patient involvement. Additional information was requested and is not available.